Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient therapy log: (therapy started date (B)(6) 2011 at 17:44 with ultrafiltration of 718 ml during cycle 1). Fill volume is 1000 ml.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined due to the event log being over written and not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.